Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be flatten. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged.

Event description:
It was reported the patients blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a new pod was applied.